Event description:
Customer's wife reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 542 mg/dl. Customer experienced frequent urination. Customer was also changing the infusion sets and reservoirs, unable to control blood glucose. Hospital treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.